Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_recharger_acc, product type: recharger.

Event description:
Information was received from a family member of a patient implanted with an implantable neurostimulator (ins) for deep brain stimulation implanted in 2014. It was reported the patient had "scoop down all of a sudden" on (B)(6) and they were informed that his battery was switched off. It was also found that the charger was defective. It was always on and could not shut down due to some defect. The patient had suffered for two years after a successful operation.